Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, however the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and visual summary analysis of the lead indicated apparent explant damage and stretching; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the helix would not extend, both when attempted in the patient's body and also on the operating table. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.